Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer saw small air bubbles in the infusion set tubing. The customer reported a blood glucose level of 323 mg/dl and a bolus of insulin was delivered to address the bg level. The customer changed the supplies on the pump.